Event description:
Customer called to report the pump had a no delivery alarm while priming. Troubleshooting was performed. Unit alarmed immediately no delivery. It stated that the lead screw was clean and the driver block moved freely across the lead screw.